Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: visual inspection confirmed there is a cracked from the top of battery compartment to the pump case seal. The display lens surface was cracked around the perimeter bezel. Initial reporter: (B)(6).